Manufacturer narrative:
(B)(4). Concomitant medical devices - natural knee gsf porous femoral component size 2 right catalog #: 00541601502, lot #: 60905088; natural knee stemmed tibial component size 2 right catalog #: 621201220, lot #: 1587004; natural knee ultracongruent articular surface 11mm size 1 2 ,catalog #: 00542402111, lot #: 60916402. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address pain and ambulation difficulties secondary to patellar component loosening and dislocation approximately six (6) years post-operatively. Follow-up notes approximately one (1) week prior to the revision state, "the patient is status post bilateral total knees approximately five and six years post-operatively with failure of the patella components bilaterally... Denies any history of trauma or any incident to bilateral knees, however, does complain of significant anterior knee pain, patellofemoral issues for the past week and is having difficulty and painful ambulation as well as pain with stairs, socks and shoes." Revision operative notes state, "there was minimal synovitis present and so minimal synovectomy was required. The patella button was in the supralateral patellar pouch. This was essentially 3/4 of the patellar button with 2 pegs still attached and the remaining quarter of the patella button was still attached to the patella itself with the third peg. The remaining fragment of polyethylene and all remaining cement was removed from the patella. Inspection of the patella revealed that the lateral aspect of the patella was quite thin and about 8mm in thickness whereas the lateral side was approximately 14mm. It appeared that the previous patellar button only had 2 pegs within reasonable bone and the third peg was in the lateral deficient bone."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. The product was evaluated through manufacturing and radiographic review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.